Manufacturer narrative:
The device was not returned to resmed for evaluation. Resmed has attempted to make contact with the customer for further information regarding the device evaluation however, the customer has not responded to the attempts. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery while plugged in and displayed a critically low battery warning alarm. There was no patient injury reported as a result of this incident.